Event description:
I received a right total hip replacement on (B)(6) 2005. After a week in the hospital and several days in an inpatient therapy facility, I've had 3 dislocations with a revision surgery. The device used was a depuy, ceramic on ceramic. The first dislocation occurred on (B)(6) 2006. I was transported to a local hospital where it took 3 times for the physician to get it set back in to place. The second and third dislocation occurred on (B)(6) 2006, with one of these occurring while I was getting out of bed. I had to be transferred to a local hospital where the hip was placed back in to place. I was placed in a hip mobilizer and placed in a wheelchair to be sent home. As the nurse rolled me out of the ER door to get in the vehicle, the 2nd dislocation occurred as she rolled me over the 2nd bump of automatic ER door. I had to be taken back into ER and have hip set again and was kept for emergency surgery. Please keep in mind I dislocated twice in one day - the revision surgery took place on sunday, (B)(6) 2006. It's my understanding a new device was not used. I was cut open more and apparently the device was adjusted. Since this, I now having squeaking, popping, and pain in hip and low back area. My physician is well aware of these things that I've continued to have trouble with. I have to work to make ends meet, so I have tried not to allow it to interfere, but just dealing with it. I have recently gotten married. My physician states that I would be fine to give birth, with c-section; however, with the dislocations and current problems I am having, this would not be a wise decision and could possibly put me at higher risk. Three out of 4 nights, I am woken up during sleep with spasms and hurting and have to get in hot tub of water with epsom salt just to get relaxed to get rest. I feel with the recent recall on the depuy, metal on metal, someone needs to be investigating the ceramic on ceramic. This is very frustrating and I feel certain their are a lot more folks out there that are experiencing the same issue with the ceramics. (B)(6).